Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por) due to a double bit error in memory. The device was interrogated, reprogrammed, and remains in use. No patient complications have been reported as a result of this event.